Event description:
This facility reports the resident was being transferred when the resident collapsed and fell to the ground. The safety belt was missing from the sling. The resident suffered a fractured knee.

Event description:
The facility reports the resident was being transferred when the resident collapsed and fell to the gorund. The safety belt was missing from the sling. The resident suffered a fractured knee.